Event description:
During a scheduled inspection, physio-control evaluated the device and found that it would not charge defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be a disconnected pcb mounted connector, j23, on the therapy pcb. J23 was reconnected and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.